Event description:
It was reported to boston scientific corporation in 2006, that an rx dilatation balloon was used during a procedure one day prior. (Patient age, gender and weight unknown) according to the complaint, during the procedure, the balloon was inflated and ruptured at 3atm. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
Direct product analysis revealed a tear in the shaft in the lapweld area, 1cm proximal to the balloon and the end of the catheter distal to the balloon was missing. The break in the shaft is in the area where the single lumen tip is lapwelded to the multi lumen segment. The break did not appear to be a clean fracture but rather a result of this area of the shaft becoming snagged and excess pressure being applied to release the snag resulting in a tear and separation in the shaft at this point. It was not possible to functionally test this unit as it could not be inflated because of the tear in the shaft proximal to the ruptured balloon. A DHR review of the fg lot number, 9047258, and s/a lot number 9037793 was carried out and no anomalies were found. The complaint description could be confirmed and the root cause of this complaint could not be determined.